Event description:
It was reported during an endoscopic subfascial perforating vein ligation while using the subcutaneous retractor the device was removed and a portion of the device remained in the leg (the kit number is unk at this time). The surgeon removed the remaining portion of the device from the pt's leg. The surgeon completed the case with the subcutaneous dissector. There was no consequence to the pt.